Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. The returned device indicated a damaged grommet and indicated foreign material on set screw. The returned device indicated a missing set screw. Device returned with the rv setscrew missing. No setscrew or torque wrench were retuned. (B)(4).

Event description:
It was reported that during an implant procedure the setscrew was disengaged from the grommet. They were unable to set it properly in the device and did not notice the usual noise to confirm a good connection. Another implantable pulse generator (ipg) was implanted. No patient complications have been reported as a result of this event.